Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed date: b.5, h.6.

Event description:
Company representative reported "awaiting feedback about the following case". Company representative later reported via pfn "rupture breast implants" and "3rd replacement for capsular contracture". Capsular contracture baker grade is unknown. This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional, later reported, rupture. And capsular contracture, baker grade unknown. This record is for the left side. Device has been explanted and replaced with another manufacturer's device.